Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (communication) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015 animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: review of the black box and download history revealed records of call service alarms 052 and 054 in the alarm history. On investigation, the pump powered on normally without alarm. The pump was exercised for 24 hours without the occurrence of errors, alarms or warnings. Investigation did not duplicate the alleged malfunction and the pump was found to be operating within the required specifications without malfunction. (B)(4)